Event description:
Adverse event on (B)(6) 2010, diaphragmatic stimulation / reprogrammed. (B)(6), netherlands. (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).